Event description:
Patient (open heart surgery) with a coagulative disorder and bleeding post op, was treated with multiple units of rbc's, ffp, cryo precipitate, and platelets. With each transfusion of platelets, on three occasions, the pall filter was used. Shortly after transfusions commenced, patient experienced severe hypotension. Patient treated with dopamine immediately. No other hypotensive events occurred with the transfusion of any other blood componentsdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.